Manufacturer narrative:
Additional mdrs associated with this event: MDR 3025141-2015-00122 screw 1. MDR 3025141-2015-00123 plate 2. MDR 3025141-2015-00124 screw 2.

Event description:
While inserting a hexalobe screw into the most proximal hole of the aculoc 2 plate, the surgeon heard a crack upon final tightening of the screw. This resulted in a secondary fracture in the radius.